Event description:
It was reported that the bd alaris¿ extension set leaked from the lumen during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "noted that drips were leaking around lumen and not infusing into patient. Attempted to reconnect and under sterile process and again lumen leaking. You could see that the quad fuse did not got far into the lumen but would not go any further. Had to reconnect new quad fuse with drips."

Manufacturer narrative:
H6: investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a syringe, the male luer was attached to a bd extension set and flushed through all the smartsites. No observation of leakage was seen. The customer complaint that the patient receiving an infusion had blood backflow into the line that also leaked could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ extension set leaked from the lumen during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "noted that drips were leaking around lumen and not infusing into patient. Attempted to reconnect and under sterile process and again lumen leaking. You could see that the quad fuse did not got far into the lumen but would not go any further. Had to reconnect new quad fuse with drips."